Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a damaged battery compartment. Event log history was performed and indicated that high alarm displayed: cassette not attached properly and high alarm silenced: cassette not attached properly were recorded in history. During analysis, the customer's reported issue could not be repeated. Service will replace the downstream occlusion (dso) as a preventative measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing of a smiths medical cadd solis vip pump, a cassette not attached properly error. No patient was involved in this event. No adverse effects were reported.